Event description:
Description of event according to initial reporter: "they deployed the first one and when they deployed it and removed the system, the filter didn't open. So they had to retrieve the filter. User had to use the cook gtrs to retrieve this filter. (B)(4). When they retrieved the first one, they put in and deployed the second one and it didn't open. This filter was also retrieved. (B)(4).